Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that, after intraocular lens implantation surgery, lens was explanted with unspecified monofocal lens at secondary procedure due to unspecified issue. Additional information was requested and received stating that there was no patient harm and patient showed good prognosis.